Event description:
It was reported that during off label use as the patient walked two hundred feet, the cs300 intra-aortic balloon pump (iabp) generated a "low battery" alarm. It was noted that when the patient left the room, the battery for the iabp unit was full, and approximately ten minutes later, the "low battery" alarm was generated. The iabp unit was immediately plugged in. After approximately five minutes, the end user observed a full battery. The patient was walked back to the room and upon return, the iabp unit generated the "low battery" alarm again. The iabp unit was swapped out, and no patient harm or injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during off label use as the patient walked two hundred feet, the cs300 intra-aortic balloon pump (iabp) generated a "low battery" alarm. It was noted that when the patient left the room, the battery for the iabp unit was full, and approximately ten minutes later, the "low battery" alarm was generated. The iabp unit was immediately plugged in. After approximately five minutes, the end user observed a full battery. The patient was walked back to the room and upon return, the iabp unit generated the "low battery" alarm again. The iabp unit was swapped out, and no patient harm or injury or adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that this was just another battery failure, and that getinge has already issue a recall on this. On the recall it is stated that getinge will be contacting them about the recall soon.the customer also reported that right now they have their batteries on 1 year replacement. If any information is received in the future, we will submit a supplemental report.

Event description:
It was reported that during off label use as the patient walked two hundred feet, the cs300 intra-aortic balloon pump (iabp) generated a "low battery" alarm. It was noted that when the patient left the room, the battery for the iabp unit was full, and approximately ten minutes later, the "low battery" alarm was generated. The iabp unit was immediately plugged in. After approximately five minutes, the end user observed a full battery. The patient was walked back to the room and upon return, the iabp unit generated the "low battery" alarm again. The iabp unit was swapped out, and no patient harm or injury or adverse event was reported.